Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date of the device. Updated fields: h4.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image (white lines) a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the defective image with white lines and no image with white lines was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image was found to be defective with white lines appearing. The issue was found during a service and maintenance. There were no reports of patient involvement.